Event description:
It was reported that the device would spontaneously reset. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device. The root cause was determined to be loose battery pins. After tightening the battery pins, proper operation was confirmed and the device was returned to the customer.